Manufacturer narrative:
Upon investigation, the hill-rom technician noted the safety drum was leaking oil. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the lift to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a likorall 200 was leaking yellow/brown oil. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).